Event description:
It was reported that the patient underwent breast reconstruction surgery on an unknown date and topical skin adhesive was used. Four days post-operatively, the patient experienced a rash at the site of the topical skin adhesive. The patient underwent removal of the topical skin adhesive and was treated with otc benadryl. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent breast reconstruction surgery with general anesthesia on (B)(6) 2015 and topical skin adhesive was used for bilateral breast incisions. The incision was not re-prepped before closure and the dressing was not placed over the incision. On (B)(6) 2015 the patient experienced a rash at the site of the topical skin adhesive. It was also reported that the reaction and several hyperpigmentation occurred on both breast sides. The patient developed darker redness where the topical skin adhesive tape laid and around border redness with satellite adhesions. The topical skin adhesive has been removed and topical benadryl was applied anywhere but the incision. No another method was used to close the incision. No culture, patch or sensitivity tests were performed. As of (B)(6) 2014, the patient¿s current status is a post inflammatory hyperpigmentation of the breast. (B)(4).